Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. Unable to perform prime/a33 test due to unresponsive buttons. The insulin pump has cracked case at display window corners, display window, battery tube threads and with minor scratched lcd window.

Event description:
It was reported the customer received a button error alarm. The mother also reported the numbers were ramping up and down on the customer's insulin pump. It was also found the up button was stuck on the customer's inulin pump. The customer's blood glucose was unknown. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.